Event description:
It was reported that the device reached the elective replacement indicator prematurely. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4), the device was returned and analyzed. Analysis of the device found the cause for the depleted battery is due to high current drain condition localized to the l322 ic.